Event description:
It was initially reported by a neurologist that a vns pt was being referred for surgery due to end of service (eos). The pt was referred to surgeon whom found the device was not at eos. The pt was averaging one to two seizures per day which was less than his history of five to six per day. The pt's family reported that pt's seizures had progressively gotten worse. So, the treating neurologist adjusted his vns programming settings to 3/20/250/60/0.3 and magnet settings 3.25/500/60. This adjustment still did not bring pt seizures under control. MFR received add'l info in form of clinic notes that on (B)(6) 2011, pt was seen by the neurologist and the pt was having more breakthrough seizures above pre-vns baseline. The magnet swipe also did not have any relief of clinic response but causing headache and pain in the neck area which was related to vns stimulation. There was no report of trauma or manipulation to the vns device. The programming settings were modified again to 3/25/500/0.3/60 and magnet mode 3.25/500/60. The pt's medications were also adjusted to address the poor seizure control. Per the physician, the pt was receiving 65% efficacy prior to increase seizure. On (B)(6) 2011, the physician found that the vns device was showing eos. A revision surgery is likely.